Event description:
The account generated false positive architect stat troponin-I result of 0.131 ng/ml (lot 77425un13) on a patient that did not match his clinical picture. A new specimen was collected and again tested architect stat troponin-I positive of 0.066 ng/ml (lot 17200un13). A sample was sent to a reference lab generating similar architect stat troponin-I positive results of 0.072 ng/ml (lot 77425un13) and 0.073 ng/ml (lot 17200un13). Additionally, heterophile antibody testing of both lots determined the positive troponin results are unlikely to be a nonspecific reaction. The account uses a troponin cutoff of 0.028 ng/ml. Additional data provided: ck total = 3177 u/l (original sample); ck total = 148 u/l (recollected sample); ckmb = 7 u/l (original sample); ckmb = 5 u/l (recollected sample).

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.

Manufacturer narrative:
A review of ticket trending data did not identify any adverse or non-statistical trends related to the complaint issue. However, review of lot search data did identify an increase in complaint activity related to discrepant patient results for the reagent lot. Accuracy testing was completed using retained kits of reagent lot 77425un13. Acceptance criteria was met, which indicates acceptable product performance. A labeling review was performed showing the architect stat troponin-I package insert provides additional information for discrepant results for the customer to reference. Additionally, the account provided information that the heterophilic blocking tube (hbt) treated result did not show a decrease, which indicates a true positive. A deficiency was not identified as panel testing shows that the likely cause lot performed per specification.